Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the patient underwent an anterior l5-s1 procedure. After the surgeon inserted the implant, he was unable to remove the holder and it broke off. The implant was removed and a piece of the holder was noted to still be in the synfix cage. The surgeon inserted a new implant using another instrument aiming device without any issues. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. Investigation is ongoing. This device was used for treatment not diagnosis.

Manufacturer narrative:
Additional evaluation was performed. The report indicates the measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. A manufacturing related condition can be excluded as high applied forces caused the breakage. Device was used for treatment, not diagnosis.